Event description:
The user facility reported that the employee is back to normal work duties.

Event description:
The user facility reported that an employee injured his back while attempting to prevent the cart from tipping over. The employee went to a clinic where he was examined and given an anti inflammatory injection and prescribed medication. No procedural delays or cancellations reported.

Manufacturer narrative:
A steris service technician inspected the transfer cart and found a wheel had detached. The technician stated that the wheel coming off can be attributed to a nut in the wheel coming loose. The technician reinstalled the wheel and secured it, checked the additional wheels and confirmed it to be operational. The transfer cart is not under steris service contract and is serviced and maintained by the user facility.